Manufacturer narrative:
(B)(4). This lot was manufactured between october 24, 2013 to october 25, 2013. Evaluation summary: the reported condition could not be verified based on the photo provided. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned. However, a photograph was provided. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.